Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the power loss alarm. The caller confirmed that the alarm occurred after the battery was removed from the pump for less than ten minutes. The customer received multiple power loss alarms. A new battery was inserted into the pump and the power loss recurred. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement test. The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was also received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.